Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the adverse event was likely caused partially or wholly by the user of the product. Implant selection is the surgeons responsibility. There is no causal relationship between the reported events and implant performance. The patient impact is determined to be the unspecified additional medical intervention. A review of the instructions for use documents for knee systems revealed that preoperative planning and meticulous surgical technique are essential to achieve optimum results. Considerations of anatomic loading, soft-tissue condition, and component placement are critical to minimize a variety of postoperative complications. Besides, revealed in warnings and precautions that the surgeon should be familiar with the technique. Additionally, revealed that the correct selection of the implant is extremely important. The appropriate type and size should be selected for patients with consideration of anatomical and biomechanical factors such as patient age and activity levels, weight, bone and muscle conditions, etc. Failure to use the optimum size component may result in loosening, bending, cracking, or fracture of the component and/or bone. Also, the patient should be warned of surgical risks and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Lastly, revealed that decreased range of motion and unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, joint tightness, patient condition, migration of components, alignment, surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a right tka surgery performed on (B)(6) 2021, the plaintiff has experienced has suffered pain, loss of mobility, disability, and diminished quality of life. The plaintiff alleges that during the evaluation, surgical planning and selection of components, the surgeon (and staff) failed to properly assess the plaintiff's anatomy, failed to properly size the implant components, and implanted components that were inappropriate and/or improperly sized for the plaintiff. The plaintiff also claims that they failed to timely recognize, diagnose, and correct the improper implant and resulting injury. Plaintiff required additional medical intervention, treatment, and may require revision surgery. It is unknown if the revision surgery has been scheduled.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.